Manufacturer narrative:
The involved pump is installed since 2008 and according to the review of the complaint database, a previous occurrence of the error happened in june 2024, that was temporarily solved by replacing the hms board. Based on the gathered information, the most likely root cause has been assigned to an electrical failure of the computer circuit board hkr 0325. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 double roller pump 85. An alternative pump was provided to the customer. The pump is going to be returned to manufacturer for investigation. Most likely issue is the engine and resolver. The present event is subsequent to a previous similar event reported as MFR report number 9611109-2024-00331. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during service, a s5 double roller pump 85 displayed error wrong direction of rotation pump 3a. There was no patient involvement.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue. In order to solve it, pcba computer board (hkr) was replaced. Subsequent functional verification testing (24 hours of running) was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.